Manufacturer narrative:
(B)(4). The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported per the clinical database that, on (B)(6) 2014, the patient was admitted for an elective implantable cardioverter defibrillator (ICD) generator change and a colonoscopy. On (B)(6) 2014, during the colonoscopy, the patient was found to have angiodysplastic lesions of the rectum. The procedure was aborted and the ablation was not performed due to prothrombin time (pt) of 21.5 seconds. They also could not perform an argon beam coagulation due to elevated international normalized ratio (inr) of 2.1. Patient was given vitamin k 10 mg po to bring down their inr. On (B)(6) 2014, a repeat colonoscopy was performed along with a successful ablation with argon beam coagulator. The ICD generator change was performed on (B)(6) 2014 and coumadin resumed on (B)(6) 2014, which had been on hold since (B)(6) 2014. No active signs of bleeding found throughout the remainder of hospital course and the patient was discharged on (B)(6) 2014. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.